Event description:
A cardiac resynchronization therapy pacemaker system was returned to the manufacturer from an unknown source with no information. One of the pacing leads is a competitive product. Further review of the manufacturer's database indicated the patient died approximately one month post the implant of the device system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.